Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. No phone number provided. The customer confirmed the reported touchscreen issue. The customer replaced the touchscreen to address the reported issue. The unit is back in service.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported. Event date not specified; estimate used.